Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint that the extension tubing will not flush/prime could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. CAPA# (B)(4) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the largebore 8 inch ext vlv flush valve did not work, creating flow issues through the tubing during the priming process. The following information was provided by the initial reporter: "the flush valve does not work on this extension tubing when we prime the line."